Manufacturer narrative:
The technician found the left head side rail ctr arm assembly was broken. The ctr arm was most likely broken due to excessive pressure being put against the ctr arm. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the lft head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the head left side rail ctr arm assembly is broken and the left head side rail will not latch. The bed was located in ou bed at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).